Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had not working properly. Customer stated that insulin pump go to off when low. Customer stated that insulin pump does not go back on when it goes up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.